Event description:
It was reported by the customer that they are returning their unit to elsg for service. Rotation button is broken and the wings of the firing equipment. No further info is available. No reported pt consequence.